Event description:
It was reported that the patient forgot to recharge their scs ipg. In turn, the device became inoperable. Surgical intervention took place on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since reportedly been resolved.